Manufacturer narrative:
Results: the lead was returned incomplete and could not be functionally tested. The anchor is the appropriate model that is included in the lead kit. Dimensions for the anchor were verified and found to be within specification. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with his scs system on (B)(6) 2008. It was reported that there was a lead migration and that upon removal, the anchor did not appear to hold the lead tightly enough. The anchor used was the anchor provided in the lead kit. The lead was explanted on (B)(6) 2008. The lead and anchor were returned to the MFR for eval. No further info is available.